Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the force bipolar instrument became stuck while grasping adipose tissue and could not be opened even when using the instrument release kit (irk). The adipose tissue that was trapped had to be cut in order to remove the instrument. While the tissue that was cut did not require repair, it was coagulated briefly "for safety." The instrument had no visible damage and was able to be removed through the cannula in order to be replaced. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the force bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not confirm or replicate the customer reported complaint. The instrument passed the grip, recognition, and engagement tests. The grip tips opened and closed properly. The instrument was fully functional with no product issue found.